Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer initially called for assistance with the beep volume on the insulin pump. The customer then stated that he was treated by the paramedics for a low blood glucose reading of 55 mg/dl. During the phone call, the customer began showing symptoms of low blood glucose as his speech was slurred. The customer checked his blood glucose reading several times throughout the phone call, but he was getting a different reading every time. Because the customer could not confirm what his blood glucose reading was, the paramedics were called again. The customer was taken to the hospital where he was again treated for low blood glucose levels. The customer called back after being released from the hospital. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. Nothing further was reported.